Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 264 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A correct bolus via the pump was administered to address bg level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.